Event description:
It was reported that the patient was having pain at the incision site and noted a drainage which was opening up. The patient was put on antibiotics. All device components were explanted and were discarded. The patient was doing well. Cultures were taken and the result revealed staphylococcal infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 531861.